Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the instrument for evaluation, as the customer discarded the instrument. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a cut edge was noted on the monopolar curved scissors instrument and a fragment fell inside the patient. However, at this time it is unknown if the fragment was retained in the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a cut edge was noted on the 8 mm monopolar curved scissors instrument. A fragment fell inside the patient, however, it is unknown if the fragment was retained in the patient.